Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the novasure system as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2016 and received several cavity integrity assessment (cia) tests. "He left the novasure device inserted and viewed the uterus laparoscopically and could see the device sticking out of the uterine cornua". No intervention was required. The procedure was aborted.